Manufacturer narrative:
According to the customer, "during pudenal nerve block, 25g hypo needle was inserted posteromedially to the ischial tuberosity. Upon aspiration, the needle was noted to be broken off at the connection with the plastic portion of the needle. Attempts to retrieve needle unsuccessful." No additional details are available related to the customer reported issue. Despite multiple good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No additional information is available. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "during pudenal nerve block, 25g hypo needle was inserted posteromedially to the ischial tuberosity. Upon aspiration, the needle was noted to be broken off at the connection with the plastic portion of the needle. Attempts to retrieve needle unsuccessful."

Manufacturer narrative:
Update to h6: investigation findings. Update to h6: investigation conclusions.